Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation". Device has been explanted.

Event description:
Healthcare professional reported "right side deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, wear/abrasion and an opening on the posterior. A leak test and microscopic analysis was performed which identified a creased sharp opening, a striated opening and an observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: an opening; crease sharp on the posterior assessed as a fold flaw opening. Also noted was a striated opening, assessed as surgical damage-like, consistent in the use of some surgical tool.